Event description:
It was reported that this device was explanted due to a leak. Additional information was requested, but no further details were provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.